Manufacturer narrative:
The insulin pump passed idle current test, run current test, self test, off no power test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump was tested with liquid filled reservoir and no air bubble anomaly noted. No moisture damage on electronics and motor noted. The insulin pump had unexpected restart alarm after battery change due to faulty on interface board voltage leak. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there were air bubbles. The customer's blood glucose was 114 mg/dl at the time of incident. It was reported that the insulin pump was rewound without reservoir in place. The insulin pump was returned for analysis.